Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Additionally, it was reported that the battery was observed to be intermittently fluctuating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported shutdown issue was identified. A failure related to the battery incorrectly displayed was identified and a different issue was identified.